Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. D6a - date of implant is unknown unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this complaint, attempts were made to obtain device information. Further information was requested but not received.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances. As a result, surgical intervention was undertaken wherein the extension was explanted and replaced. Effective therapy was restored post operatively.